Event description:
It was reported that during coronary drug eluting stenting treatment procedure the pressure gauge failed to rise. The physician successfully deployed a taxus stent in an unspecified artery using the encore/advantage inflation unit. However, during post dilation the pressure gauge did not rise during pressurization. There were no pt complications. The procedure was successfully completed with another encore/advantage inflation unit. Pt status is reported as "good."

Manufacturer narrative:
(B)(6). Device eval: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).